Event description:
During a routine system check clinic visit, the physician observed a device sensing issue. Physician brought the patient in for surgery and found the distal sensor tip had separated from the lead body and had migrated after separation. The physician determined that attempting retrieval of the sensor tip would expose the patient to greater risk and decided to leave the sensor behind in the patient. Physician retrieved the remaining sense lead and placed a new sensing lead with no further issues. The revision surgery restored therapy, and the issue is now resolved.